Event description:
A distributor in france reported a malfunction involving a pump used by a customer. The malfunction involved error 14-0x2054 and issues with charging and computer recognition. There was no reported impact to the customer¿s blood glucose level. Due to ongoing issues with charging and recognition despite different cables and computers, the distributor arranged for the pump to be returned to verify the issue. A replacement pump with a different serial number was provided. No additional information was received regarding the outcome of the event.